Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left vats wedge resection on left upper lobe and pleurectomy, to clip a portion of the left lung for pathology, the doctor used a stapler which misfired. There was no injury.